Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that in the subsequent infusion process, it was found that the catheter was leaking, in order to ensure the safety of the patient's treatment, the operator immediately stopped the infusion, removed the catheter according to the standardized process, and re-performed the PICC catheter placement operation for the patient. No further details provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One photograph of a groshong nxt clearvue catheter was returned for evaluation. An initial visual observation of the photograph showed a groshong nxt clearvue catheter with a leak in the catheter tubing. A small drop of clear fluid was observed on the exterior of the catheter tubing. The drop of fluid was observed to be located slightly distal to the distal tip of the distal connector piece. Due to the quality of the returned photograph, details of the damage to the catheter tubing could not be discerned. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.